Event description:
The patient was revised because of loosening. The patient fell.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since their respective release for distribution. The investigation could not verify or identify any evidence of product error contribution to the reported problem. Although the exact root cause could not be determined, trauma from a reported fall may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.